Event description:
It was reported that a homechoice pro had an unknown problem. The specific issue was not reported. It was not specified when in the therapy this occurred. It is unknown if there was patient involvement; however, there was no report of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. The reported unknown problem was identified via the event history log review to be a check final line alarm. Visual and full functional testing, including electrical safety, calibration and simulated therapy testing, were performed. The cause of the alarm was determined to be the membrane gasket. The membrane gasket was scrapped and replaced. Should additional relevant information become available, a supplemental report will be submitted.